Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) would turn itself off. It was indicated that multiple internal and external components were contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would turn on but then turn off after a couple of seconds. The epg was returned for service. There was no patient involvement.